Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: radiolucent insertion handle frn was received at us cq. Upon visual inspection at cq, it is observed that the broken threaded tip of the driving cap/threaded (03.010.523) was stuck in insertion handle and unable to disassemble. The remaining portions of the device shows normal wear consistent with the use. Thus, the reported broken condition cannot be confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection cannot be performed at cq as the relevant features of the device are inaccessible. Document/specification review: drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. But the reported broken condition cannot be confirmed. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The broken threaded tip of the driving cap/threaded (03.010.523) was stuck in insertion handle and unable to disassemble, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap connected to insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 03.033.001. Lot: l700500. Manufacturing site: hägendorf. Release to warehouse date: 27.feb.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient code no code available used to capture the patient¿s during an unknown surgery . The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 2019, during an unknown procedure while inserting the femoral recon nail (frn), the three (3) frn insertion handles and three (3) driving caps broke. This issue had happened a total of three times. This was due to the 14mm entry reamer not being long enough for the nail to be inserted. There was a surgical delay of unknown number of minutes. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown femoral recon nail (frn) (part # unknown, lot # unknown, quantity # 1), unknown reamer (part # unknown, lot # unknown, quantity # 1). This is report 1 for (B)(4). Related incident (B)(4).